Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the patient was experiencing blood glucose (bg) as high as 600 mg/dl over (B)(6). Specific dates for the bg excursions were not given. There were no reported ketones or symptoms of hyperglycemia. The family member reported that correction injections were given for elevated bgs. She stated that the patient had a head cold when his bgs began elevating, but his bgs remained elevated after recovering from the head cold. She stated that the patient may have been going through (B)(6). Customer support (cs) reviewed the pump with the family member and found that all history and settings were correct. The family member denied site issues and air bubbles, and stated that all connections have been secure. The family member stated that bg elevations have occurred after site changed. She stated that the patient is lean and has difficulty finding soft tissue for infusion set insertion. The family member stated that patient's health care provider recommended using an angled infusion set, which they have not tried yet. The pump is not being returned at this time. The patient has continued using insulin pump therapy with no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.